Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medical records received from an attorney representing a consumer reported they had an implantable neurostimulator (ins) or chronic pain, but ¿they had been having a lot of problems with the ins site in the right lower quadrant of the abdomen. The site had become swollen and indurated, but had not leaked pus or anything like that.¿ it was further noted the consumer felt like it had flipped. As of (B)(6) 2008 it was noted ¿all materials were irritating the site and it looked threatening to break down,¿ so they were scheduled for a revision on (B)(6) 2008. The healthcare provider¿s (hcp) notes stated they were ¿inclined to shift the system a little bit from its current site, culture the current site, look for an infection, and change it over to a smaller ins if at all possible.¿ the risks were discussed with the consumer and they ¿understood there was a risk that if the system was infected, the system may need to be removed if it was infected and couldn¿t be eradicated.¿ after discussing the risk the consumer ¿understood the risk and wished to proceed.¿ during the revision medical records stated ¿an incision was made through the old incision line and dissection was carried down to the level of the ins, where surprisingly the system was deeper than we would expect, and was actually in the anterior abdominal wall muscular layer.¿ it was further noted ¿there was a fair amount of apparent reactive tissue surrounding it, particularly anteriorly, with thickened walls, but there was no pus or fluid collection, and the system was still lying flat.¿ several samples of the surrounding scar tissue and muscle were sent for culture. The fascial later over the former site was closed and it was noted the ¿tissue was a bit friable.¿ the hcp ¿hypothesized that perhaps with this in the muscle layer it was moving more with movement and causing chronic irritation, but of course infection would have to be still high on our list.¿ the system was then switched to a smaller, newer ins and was ¿dissected into the subcutaneous tissue cephalad and lateral to the previous position, but was done through the same incision.¿ following this the system was secured in place, irrigated aggressively, and closed in multiple layers. At the end of the procedure medical records noted the consumer ¿tolerated the procedure well, there were no complications, and estimated blood loss was minimal.¿ lab work from the tissue samples taken during the procedure indicated the samples were tissues consistent with ¿scar and chronic inflammation consistent with clinically wound tissue and were negative for malignancy.¿ as of (B)(6) 2010 a letter received from the consumer¿s physician stated the consumer ¿had a car accident and had a significant setback which found their reflex sympathetic dystrophy in an extreme flare. The consumer had significant edema and sensory changes in both extremities, but left greater than right. It was also found the consumer had continued significant low back and lower extremity pain and felt they couldn¿t stand up straight. A CT scan was reviewed which didn¿t demonstrate any significant fractures or evidence of acute process. As of (B)(6) 2010 the physician wanted to get the consumer¿s rsd under control and have them see someone at a pain clinic, and follow-up afterwards to see if further intervention is needed.¿ relevant medical history includes rsd/causalgia-complex region al pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.